Manufacturer narrative:
Other components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of compounded baclofen at 1454 mcg/d via an implantable pump for intractable spasticity and post spinal cord injury. On 2017-sep-13, it was reported that the patient was experiencing continued spasticity and slow return of csf during catheter aspiration after the patient's last catheter revision on (B)(6) 2017. The patient's therapy had not been effective since the last revision. When the pocket was open, the existing pump catheter segment was found to be "broken". It was stated that perhaps the catheter was cut during the patient's previous catheter revision. After the broken segment of the catheter was cut off, good csf return was observed from the remaining implanted catheter. However, the existing catheter was removed entirely and a new trimmed catheter was placed without difficulty to t9-t10 and the catheter only was primed. No environmental/external/patient factors that might have led or contributed to the issue were reported. The patient's status was listed as "alive-no injury". The issue was considered resolved at the time of the event. No further complications were reported. The patient¿s concomitant medications included 100 mcg of baclofen po/d. The patient¿s medical history included spasticity due to a previous spinal cord injury.